Event description:
It was reported that a pt underwent a laparoscopic supracervical hysterectomy in 2007. During the procedure, the blade was not sharp or cutting properly. A second device was used and the procedure was successfully completed with no adverse pt consequences.

Manufacturer narrative:
Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the evaluation will be submitted in a supplemental 3500a form.